Event description:
Rptr has achy joints, fingers, wrists, legs, hips, shoulders, and back, stiffness all over, fatigue, swelling while walking, tender and aching breasts that are sore to touch, numbness and tingling of her arms and hands, chest pain behind implants and difficulty picking up her child. The implants have dropped, are wrinkled and make crackling and sloshing noise and there is a change in their appearance.